Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed a small amount of what appears to be blood residue approximately 4.6 cm proximal to the distal tip of the catheter and, once the stylet was removed from the catheter, blood residue was observed approximately 1.6 cm proximal to its distal end. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration. The catheter was then clamped with atraumatic clamps at its distal end and pressurized with the 12 ml syringe of water. A weeping leak was observed approximately 0.5 cm proximal to the distal end of the catheter. A microscopic observation revealed a very small hole where the weeping leak was observed during functional testing, and some use residue was observed in this hole. The catheter was dissected in order to observe its inner wall. A larger amount of damage was observed on the inner wall of the catheter than the amount of damage observed on the outside of the catheter, which is indicative of stylet damage. As a note, the product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿

Event description:
The process of catheter insertion is not smooth, then found the catheter was pierced by guidewire.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reat0926 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reat0926) have been reported from the same facility.

Event description:
The process of catheter insertion is not smooth, then found the catheter was pierced by guidewire.